Event description:
It was reported that when the device was used during an unknown procedure, the device locked out. Opened antoher device to complete the case. The device was discarded. There was no consequence to patient.